Event description:
The customer reported that the unit has an error code message of data acquisition (da) pcba adc failed the unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Failure investigation (fi) lab received only the data acquisition (da) pcba to motor controller (mc) pcba cable for evaluation. Visual inspection of the returned da pcba to mc pcba cable revealed evidence of a dent marks on the ribbon cable. Fi technician installed the da pcba to mc pcba cable into the fi test ventilator and performed rational tests. No failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to no failures were identified on the returned da pcba to mc pcba cable

Event description:
The customer reported that the unit has an error code message of data acquisition (da) pcba adc failed . The customer reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: the da pcba to mc pcba cable was installed in the fi test ventilator and the ventilator power up from ac and delivered breaths. No errors generated at post. The ventilator operates for 2 hours without failures. Fi technician flexed the cable to da pcba j3 connector and mc pcba j2 connector and results no failures. The gas delivery system (gds) assembly was returned to fi lab for evaluation. Operational test was performed and the ventilator power up from ac and delivered breaths. No errors generated at post. The ventilator operates for 2 hours without failures. The root cause for the reported issue could not be determined due to no failures were identified on the returned da pcba to mc pcba cable and gds assembly.